Manufacturer narrative:
The customer¿s complaint of a channel disconnect was confirmed in the pcu event log and replicated during testing. The review of the pcu event log confirmed a channel disconnection on the source pump module on (B)(6) 2016 at 11:13 am. The log shows that the channel disconnect was confirmed at 11:14 am. At 11:19 am a second pump module was paused, and five minutes later was channeled off, which powered down the system. Visual inspection under magnification found dried fluid residue and corrosion at the contact points on pin 3 (/moddetl) of the female iui of the source pump module.. Testing performed on the lvp's replicated the channel disconnect. The proximate cause of the channel disconnect is dried fluid residue and corrosion found on the contact point of pin 3 (/moddetl) on the female iui of the source pump module.

Event description:
The customer reported a "channel disconnect" error message during the placement of a third lvp while potassium and normal saline infusions were running. The two channels on the right of the pcu shut off and the lvp on the left was unaffected. It was noted the lvps seemed difficult to snap into place and that a slight movement of the set up caused the error message to occur. The entire set up was replaced, the infusions continued and there was no patient harm.